Event description:
Healthcare professional (hcp) reported approx. 7 incidents of leaks at the connection of the transfer set pt connector and a quinton plastic adapter following transfer set changes. The hcp stated these incidents had occurred over the past year. No pt injury or medical intervention per the hcp.